Manufacturer narrative:
(B)(4). Method: device history record reviewed for (B)(4) and CAPA. Actual device involved in incident was evaluated. Met all specs pertaining to this issue. Result: complaint could not be confirmed. Conclusion: device evaluated and alleged failure could not be duplicated. No conclusion can be drawn. Itc has requested all data required for form 3500a. Fields for which data was not obtainable or are not applicable are intentionally left blank.

Event description:
In-country rep forwarded a report of no clot detected on hemochron response instrument. The customer observed that the blood was clotted upon removal of tubes. This event occurred outside the u.s. No adverse event(s) reported.